Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing complications in the stomach following an unknown surgery. The patient was also diagnosed with biliary dyskinesia somatic the dysfunction findings of boggy tissue texture changes at t6-t9 and visceral dysfunction of altered sphincter motion resulted from facilitation of the spinal cord by pans.